Event description:
It was reported that the patient had been experiencing "pocket pain" since implant and requested that the pacemaker system be removed. The device and leads were explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The outer insulation was breached (clavicle-rib crush). All conductors were distorted and had blood/body fluid present (not obstructed). Both the inner insulation and tubing were kinked/buckled. Blood was found in/on the helix/lobe mechanism, and tissue was found on the helix. The lead appeared to have been stretched. (B)(4) the full lead was returned and analyzed. The outer insulation was breached (clavicle-rib crush). The proximal conductor was distorted and had blood/body fluid present (not obstructed). Blood was also found in/on the helix/lobe mechanism. (B)(4) the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.